Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the DHR review and root cause analysis, the probable root cause is likely off -label use of an injector system that is not the recommended injector system per the dfu. There were no documented issues and concerns with the manufacturing and inspection processes which may contribute to damaged lenses or released nonconforming lenses. (B)(4).

Event description:
Additional information received - the reporter stated the lens tore on delivery and there was most likely patient contact but no injury. Another lens was implanted.

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn and pieces of haptic torn off and missing. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer returned a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, to the manufacturer torn. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.